Event description:
It was reported by service report that the power cord ground prong was broken. However, no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.